Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, and h10. An event of an epic stented porcine heart valve w/flexfit system leaflet not coapting and mild to moderate mitral regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 31mm epic mitral valve and a 23 mm trifecta gt valve were chosen for procedure. Post procedure, on echo, the physician observed what appeared to be one leaflet not coapting completely with the epic mitral valve and causing some mild to moderate mr. They continued to observe and noted this on echo but chose to leave the valve in place with no further action. The case was completed and patient is recovering. On (B)(6) 2020 the surgeon reported they performed another echo that afternoon which revealed the moderate mr still present. No further action has been completed at this time as the patient is 74 years old and it is thought that the patient may not tolerate another procedure well. A copy of the or report has been requested.